Event description:
Patient reported "deflation" and "really intense dragging fatigue (not device related) and impending doom" and "sinus infection every other month" "pain and swelling from sinus infection" and "sinus infection is still on going (not device related)." This record is for the left side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported deflation, and "really intense dragging fatigue, "impending doom", "sinus infection every other month", "pain and swelling from sinus infection", and "sinus infection is still on going" which are all not device related, the device remains implanted. This record is for the left side.